Event description:
A falsely elevated troponin I result of 0.085/0.026 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested and a negative result was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications.